Event description:
In 2008 at 5:00 pm, the lay user/pt contacted lifescan (lfs) alleging that the onetouch ultramini meter had an apply sample message. The complaint was classified based on the customer service rep (csr) documentation and recorded phone conversation. The pt tests her blood glucose seven times a day and takes sliding-scale insulin based on meter results to manage her diabetes. According to the pt, the alleged issue first occurred about a month ago and as a result, she did not make any changes in terms of her diabetes treatment. During the meter issue, the pt claimed that she was not tested on any other meters. On the previous month, the pt was taken to the emergency room (ER) because she was reportedly having high blood glucose symptoms of urgency to urinate and felt dizzy. A reported blood glucose result of "like 500 mg/dl" was obtained on the hospital's device. While in the hospital, she claimed that she was given IV fluids, unk type/dose of insulin and 3 shots of metoprolol. The pt claimed that she was diagnosed and treated for high blood sugar, angina and hypertension. It is unk the length of her stay in the hospital. On original date, at an unk time before contacting lfs, the pt claimed that she had another "high" blood glucose episode and was seen at her healthcare professional's (hcp) office because she was not able to test her blood glucose and reportedly had symptoms of frequent urinating and dizziness again. The pt reported blood glucose of "around 500 mg/dl" was obtained on the hcp's meter and that she was given insulin, but does not recall type and dose. This was a new out of box product and the pt was not using the proper technique to test the meter with. The reported meter issue was resolved when a retest was performed using proper testing technique. The pt's product has been replaced. This complaint is being reported due to the following conclusions: the pt claimed that she was treated at the hcp for hyperglycemia after the reported meter issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.